Event description:
Approximately one month ago, the patient received the following results within 15 minutes: 10 mg/dl and 95 mg/dl. Approximately one week ago, the patient received the following results within 15 minutes: 13 mg/dl and 90 mg/dl.